Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a social media post that after an unknown period of time following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was not received. It is unknown whether an autopsy was performed.